Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, moderately tortuous, 90% stenosed left circumflex artery (lcx). Glideassist was used to advance the oad, however, the physician was unable to see the oad crown with fluoroscopy. It was noticed the viperwire guide wire could no longer be retracted. Glideassist was stopped and the proximal part of the viperwire was removed. The viperwire spring tip remained distally in the vessel, thus the oad crown made contact with the viperwire spring tip, leading to the fracture. A new viperwire was used to continue the procedure. Throughout the entire treatment, the viperwire migrated proximally several times despite the guide wire brake lever being closed. A cracking sound was heard every time the guide wire brake lever was touched. No further complications were observed. Additional information was received indicating the visibility issues were due to device malfunction. There was no wire bias observed. The vessel was primary wired with the viperwire. It was indicated 2.5cm of the fractured component remained in-vivo. The physician did not have any concerns about potential long-term risk outcomes. The brake was engaged during the procedure, but there was a suspicion the brake was opening on it's own. There was no interruption caused by the brake issue. The patient was in stable condition.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to user error. The guide wire was returned fractured at the spring tip. Detailed analysis of the fracture face identified evidence of ductile torsion. Ductile torsion is consistent with the spinning driveshaft making contact with the spring tip leading to the fracture, as stated in complaint details. The diamondback 360¿ coronary orbital atherectomy system instructions for use(IFU), cautions: "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary". Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, h2, h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply). H10: oad referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, moderately tortuous, 90% stenosed left circumflex artery (lcx). Glideassist was used to advance the oad, however, the physician was unable to see the oad crown with fluoroscopy due to the device. It was noticed the viperwire guide wire could no longer be retracted. Glideassist was stopped and the proximal part of the viperwire was removed. The viperwire spring tip, about 2.5cm, remained distally in the vessel, thus the oad crown made contact with the viperwire spring tip, leading to the fracture. A new viperwire was used to continue the procedure. Throughout the entire treatment, the viperwire migrated proximally several times despite the guide wire brake lever being closed. A cracking sound was heard every time the guide wire brake lever was touched. The physician did not have any concerns about potential long-term risk outcomes. The patient was in stable condition. There was no wire bias observed. The vessel was primary wired with the viperwire.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.